Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted an empty cartridge alarm when there were still 120 units of insulin left in the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2015 with the following findings: the pump booted up to the verify screen with audible and vibratory features. Pump was exercised for 24hrs and no alarms occurred during testing. No replace cartridge alarms were observed in the alarm history on 11/20/2014. A replace cartridge alarm was reproduced for the investigation and the pump gave the appropriate sound and displayed the correct message on the screen. The pump's alarm feature was found to be functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.